Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 3.0 x 18 mm xience prime stent and a 2.5 x 28 mm xience prime stent in the proximal left circumflex artery. On (B)(6) 2013, the patient underwent an additional stenting procedure with placement of a 3.0 x 23 mm xience xpedition stent in a non-target lesion in the proximal circumflex artery. On (B)(6) 2013, the patient experienced an episode of stable angina. A stress test was positive for ischemia. Diagnostic angiography was performed on (B)(6) 2013. Restenosis was noted in the 3.0 x 23 mm xience xpedition stent. The xience prime stents implanted in the index procedure on (B)(6) 2012 were noted to be patent. Angioplasty was performed using a drug eluting balloon. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.